Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had sciatica (not related to the implanted device) and had an epidural in (B)(6) 2018 (had recent medical test/emi exposure). The patient had turned the ins off before the procedure and, when it was turned back on, it looked like it was working but ¿nothing was happening¿. They could not ¿go up or down and it was at kind of a zero¿. The patient then went to their healthcare professional (hcp) the next morning and it was noted the ins needed to be reprogrammed. Specifically, the nurse used the clinician programmer to reprogram their device and not it was working. The patient thought some of the equipment in the or (¿or something¿) when they had the epidural procedure may have affected the device because they were ¿tushy up in the operating room¿. They also mentioned they had talked to the manufacturer¿s representative and was told to contact the manufacturer¿s patient¿s services. The patient stated they were going to have another epidural procedure and had scheduled an appointment with their hcp after the procedure just in case the same thing happened. They wanted to know if there was anything they could to do to protect themselves from the equipment like putting a lead apron on over. The hpc told them that the lead apron would interfere with the epidural and that they were not concerned. In addition, the programmer showed ¿half pp batteries¿. No symptoms were reported in the event. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported the device was working well for them now. There were no further complications reported or anticipated.

Manufacturer narrative:
Event should have been reported as product problem only. If information is provided in the future, a supplemental report will be issued.